Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacturer date: monitor: 09/12/2019, electrode belt: 10/24/2016.

Event description:
A us distributor contacted zoll to report that a patient had passed away on (B)(6) 2020. The patient was reportedly in the hospital at the time of the treatments. The patient was unconscious at the time of the events. A us distributor contacted zoll to report that a patient received 9 appropriate treatments from the lifevest on (B)(6) 2020. Between 03:33:43 and 09:44:28 on (B)(6) 2020 the patient was treated 10 times. Nine of the treatments were appropriate and 1 was an inappropriate treatment. During the appropriate treatments, the patient's arrhythmias were successfully converted to slower rhythms as a result of the treatment events. At 04:16:37 the patient was treated inappropriately. The patient's rhythm at the time of the event was ventricular tachycardia (vt) at 190 bpm that self-converted to a sinus rhythm at 60 bpm. The rhythm self-converted seven seconds before the treatment was delivered. The patient's post shock rhythm was sinus bradycardia at 50 bpm with pvc's. The patient was in sinus bradycardia at 30 bpm, a non-treatable rhythm, at the time of the device shutdown at 10:14:17 on (B)(6) 2020.